Event description:
On (B)(6) 2011, (B)(6), USA reported being unable to access images in the operating room via the cardio web server. The system resumed functioning without intervention from the site or (B)(4). It is estimated that the incident may have affected cv web users for approx 30-60 minutes. There were two surgical procedures in progress during the interruption. The site has not provided any explicit details describing the surgeries but no adverse clinical event was reported as a result of the interruption.

Manufacturer narrative:
Additional info pertinent to eval (conclusion): the device in question did not fail. The site was in the process of migrating data to new servers. As a result of the migration, the medical device operating requirements were compromised when the site re-routed the network connection. The site's hardware did not include enough ports to meet impax cv requirements during the migration.